Event description:
A malfunction was reported on the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer was unable to reset the pump and planned to call back when ready to reset the pump with the charger.